Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reports that her device started beeping approximately one week ago. The patient is questioning how much time she has before the device reaches end-of-life. She is currently without a physician and has no insurance. The device has not been checked for one year. The device has been implanted 5 years.